Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, a loss of capture was observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.